Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number (B)(4) and no non-conformances were identified the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Were there any patient consequences ? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an excavation of uterine fibroids surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/5/2021   additional information: h6 additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? --unk were there any patient consequences ? --no procedure name and date? --please refer to complaint information. H3 evaluation: an empty opened foil, a empty winding former and a dispensed needle/suture of product code were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along the strand and some barbs presented with damage and body fluids. No suture breakage was found; however, the fixation tab was broken at two sides and had marks that appear to be by use of a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.